Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 instrument for one patient. The following results were provided (normal range 1.6 to 2.6 mg/dl): on (B)(6) 2021 (B)(6) initial result 9.27 mg/dl, repeated 2.22 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Service inspected the analyzer. Performed troubleshooting including manual cleaning of the cuvettes. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not reveal any trends related to the customer¿s issue. Labeling was found to be adequate for the complaint issue. The architect system operations manual addresses operational precautions and limitations, troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of elevated concentration, and erratic sample results. The architect magnesium package insert adequately address sample preparation and handling and provides conditions which may cause erroneous results. The calculated erratic rates for the architect c4000, c8000, and the c16000 systems were all below the upper control limit. Based on this investigation, a product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 instrument for one patient. The following results were provided (normal range 1.6 to 2.6 mg/dl): on (B)(6) 2021 (B)(6) initial result 9.27 mg/dl, repeated 2.22 mg/dl. No impact to patient management was reported.